Event description:
It was reported that during a tonsillectomy procedure, the tip of the blade broke off. The blade did not fall into the patient. Unknown how the case was completed. There was no patient consequence.